Event description:
Event: unresolved type I endoleak. Case details: the pt was reported to have a tortuous and angled superior neck. A type I endoleak was not resolved with placement of a stent and add'l balloon inflations. The pt will be monitored by the physician.